Manufacturer narrative:
If implanted, give date: (B)(6 )2016 or (B)(6) 2016. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient had myocardial infarction (mi), heart attack and expired. In (B)(6) 2016, a synergy(tm) drug-eluting stent was implanted in the left anterior descending artery(lad) and a non-bsc stent was implanted in the diagonal branch. In (B)(6) 2016, the patient presented with myocardial infarction and heart attack. Stent thrombosis was identified in the lad. The patient expired.